Event description:
During a gastrectomy procedure, the applier didn't feed correctly, and the clips were malformed. Another like device was used to complete the procedure. There was no patient consequence.